Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with normal operating currents and passed the self test, a21 error test and off no power test. No motor error alarm noted and the motor passed motor test. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and has high blood glucose of 600 mg/dl. The customer could not recall any significant events leading to the alarm. Troubleshooting found that there was more than one motor error alarm in the history. Customer was advised that the device would be replaced and to return the product for analysis.